Event description:
This is the second event with iab sheath. The first one was on earlier this month. This occurred three weeks later. Md placed the braided iab sheath that came in the arrow package into the right femoral artery. The iab would not advance. The original sheath had to be exchanged for a 9 fr rfa sheath.